Event description:
During shoulder surgery, the pump was overrunning and pt's shoulder swelled. Pt was ok. The surgeon used a back up to complete the procedure. No other info is available for this incident.